Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from one of the trocars during surgery. The surgery was completed after replacing the product with another one. There is no patient harm. The product sample has been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two other complaints associated with the lot for the reported issue. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. The root cause for the reported issue cannot be determined; a sample was not returned and the device history record review indicated the product was processed and released according to the product¿s acceptance criteria. An investigation has been opened in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was received which indicated that the procedure was completed after using the plug and trocar cannula.